Manufacturer narrative:
One (B)(6) was received for product evaluation. A visual inspection found physical damage to the housing near sensor cable for port 1 and physical damage to the strain relief of the sensor cable for port 1. The unit was connected to a known good working hemosphere instrument and tox. They ran the system verification test for 15 minutes. Sto2 reading of both channels remained steady at 65 percent plus or minus 5 while moving the cables when using a foresight elite sto2 simulator. No error messages were observed. Ch update more information was received from the rep on 2/15/2022 to original complaint description. The (B)(6) was being used with an adult sensor for somatic monitoring in the calf location during an ECMO procedure. Troubleshooting was performed to rule out the sensor and hemosphere monitor and after exchanging the (B)(6) they were able to proceed with successful monitoring.

Event description:
It was reported that the hemfsm10 port 2 was providing values 30 percent lower than port 1. They exchanged the hemfsm10 and the issue was resolved. There was no patient injury or inappropriate treatment administered. Patient demographics were requested but unavailable.

Manufacturer narrative:
The product has been returned for evaluation. When the product evaluation has been completed, a supplemental report will be submitted. The device history review was completed and all inspections passed with no nonconformances. The UDI was unavailable in the system.